Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. Interrogation of the pacemaker revealed it was in safety mode. The pacemaker remains in service at this time and no additional adverse patient effects were reported. Additional information provided form the field indicated surgical intervention was performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. Interrogation of the pacemaker revealed it was in safety mode. The pacemaker remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial inspection noted the pacemaker had no telemetry. After connecting to an oscilloscope and apply a magnet, the pacemaker was confirmed to responsive and pacing normally. All bradycardia therapy remained available. The pacemaker case was cut open and internal visual inspection appeared normal. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations). Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. Interrogation of the pacemaker revealed it was in safety mode. The pacemaker remains in service at this time and no additional adverse patient effects were reported. Additional information provided form the field indicated surgical intervention was performed and the pacemaker was explanted, no additional adverse patient effects were reported.